Event description:
Surgeon reports that during intraocular lens (iol) implant surgery, a haptic broke as the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. The patient still has 3.0 degrees of astigmatism. Additional information has been requested.